Manufacturer narrative:
Eval summary: eval of the returned device revealed that the device was partially deployed. The vessel locator wings were collapsed into the tube set and the safety release button was fully proximal. Internal examination revealed that the catch, trigger pin, and pusher block were in the pre-deployment positions. The clip had not been deployed. The device was reassembled and the clip was deployed in the lab without difficulty. The condition of the device does not match the reported experience that the clip deployed into the subcutaneous tissue. It appears that the vessel locators may have been inadvertently collapsed during deployment causing loss of access; however, this could not be conclusively determined. There were no defects or abnormalities detected. Therefore, the root cause for the partial deployment of the device could not be determined based on the investigation findings. No malfunction or quality issue was detected. A review of the history record for this device did not produce any findings relevant to this investigation.

Event description:
Device malfunction: premature clip deployment/mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. During advancement of the thumb advancer, the clip prematurely developed into the subcutaneous tissue. Manual compression was applied to achieve hemostasis. There were no adverse pt effects. Though requested, no add'l info was provided.